Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for nondeployment pullout. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device has no foot plate noted during deployment. Equipment used with the involved device was vessel compression with femstop. Procedure was completed successfully. There was no impact on patient. There was no known effect on the patient's condition due to the outcome of event. The event occurred post-procedure. Additional information was received on 16 mar 2023: the procedure performed for the patient, prior to using the closure device was a coronary angiogram. The size of the procedure sheath that was used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was not performed. Vascular ultrasound was used to assist puncture. There was no blood loss that was greater than 250cc. Patient was in stable condition.

Manufacturer narrative:
Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter phone number: requested, not provided. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.